Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, there were issues with catheter steering and deflection, and the guidewire was "stuck" inside the catheter and appeared to be shredding. The catheter and guidewire were replaced and the procedure was finished without any other problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, there were issues with catheter steering and deflection, and the guidewire was "stuck" inside the catheter and appeared to be shredding. The catheter and guidewire were replaced and the procedure was finished without any other problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990045 guidewire of lot number 8584496 was returned and analyzed. Visual inspection was carried out. The guidewire was received threaded into the catheter and exited the tip. A tissue was observed at the tip (point of contact with the guidewire). X-ray and optical inspection were carried out. Inspection of the catheter tip and guide wire showed tissue. High magnification optical inspection the guide stuck at catheter tip. High magnification optical inspection showed a tissue on the guide wire. In conclusion, the guidewire failed the return product inspection, tissue was observed at the tip of the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.